Manufacturer narrative:
The stx pads in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. Note: skin injuries can occur with any surface cooling devices even when following product instructions for routine skin evaluations and in patients without a prior history of skin problems. Even though skin injury is an anticipated complication for surface-cooling, the risk can be mitigated by following IFU. An international guideline published by national pressure ulcer advisory panel (npuap) and european pressure ulcer advisory panel (epuap) categorizes pressure ulcers into several stages of severity, but common strategies include repositioning the patient on a recurrent basis to avoid long exposure to pressure points (I,e., alternating patient positions between the patient's left-side, right-side, and center every 2 hours), performing comprehensive skin assessments frequently, documenting the risk assessments on a prediction scale (e.g., braden scale) , and communicating regularly regarding the status of skin monitoring.

Event description:
On (B)(6) 2016, (B)(6) hospital reported that they have had an incident of skin issues with the stx pads that occurred last week. The application was for post-cardiac arrest with a target temperature of 33c. An unresponsive (B)(6) male with no known past medical history (that they were aware) was admitted after ventricular fibrillation arrest in car, girlfriend called emergency medical services (ems). Patient was resuscitated and taken to (b)(6 hospital. On (B)(6) 2016 at 1800, the patient was placed on stx surface wraps for application of hypothermia post-cardiac arrest; target temperature of 33c; bath temperature not documented throughout treatment. The patient was on propofol and was not given any neuromuscular-blocking drugs (nmbs). The patient was on levophed (norepinephrine) drip (B)(6): nursing staff titrating drip; max was 5mcg/min. It was documented that there was no skin breakdown for the remainder of (B)(6) 2016 until 16:00. On (B)(6) 2016 at 16:00, the patient was taken off of stx system/stx pads and intravascular catheter was placed (clinical contact is unable to provide an explanation as to why it took them so long to place the catheter and/or why it was chosen to do ivtm versus surface at that point); specific catheter placed was not documented.- on (B)(6) 2016 at 18:00, the day shift registered nurse documented that the skin had no breakdown. On (B)(6) 2016 at 20:00: the night shift registered nurse noted "blisters on back". Patient was seen by wound care registered nurse on (B)(6) 2016: "multiple open blisters mid to upper back consistent with 2nd degree burn"; recommended medi honey and hcs patches for treatment. Wound care registered nurse continued to see patient throughout the rest of his hospital stay; blisters did resolve and no further treatment was required. Patient was transferred out of hospital to rehab center with cpc of 1-2.